Event description:
The initial reporter received a questionable elecsys hcg+b result for 1 patient sample tested on a cobas 6000 e601 module. The initial result was not reported outside of the laboratory. The patient sample was rerun on the module and on another instrument. The initial result from the module was 71.49 ui/l. The first repeat result from the module at 5:57 pm was 25.04 ui/l. The second repeat result from the module at 6:30 pm was 24.72 ui/l. The repeat result from the other instrument was 61 ui/l. The initial result was deemed correct because of the result obtained from the other instrument. The reagent lot number is 584579 with an expiration date of 2023-mar-31.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration trace did not indicate an issue. The qc data confirmed a failing qc value for the initial result. A general reagent problem can be excluded; the product is performing within specification. The investigation determined that all of the results were within the same clinical picture of 3-4 weeks age of gestation. The customer was not using the recommended rack adapters for the primary 13 mm tubes. The investigation determined that the issue was caused by the customer not using the recommended rack adapters.